Event description:
I received essure birth control and begin having adverse side effect due to allergin of nickel. Symptoms; watery eyes, itching all over body, burning to skin, pelvic pain, irregular periods, abscess of vaginal wall.